Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to his low blood glucose of 29mg/dl. The customer stated that he may over treated his high blood glucose of 400mg/dl. Once they treated and his sugar level was 70mg/dl they left. No further information was provided.